Event description:
New information received stated that (B)(6) 2019 transmission indicated the device was no longer in battery overshoot. The cold temperature message was also gone. The device self-resolved the false cold temperature exposure message.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmissions, it was noted that before implant the pacemaker exhibited an error message which stated a lower than expected battery voltage which may have been due to the device being 20 degrees below celsius prior to implantation. New firmware was downloaded on (B)(6) 2019, but further programming changes were discussed. Patient was stable and will continue to be monitored.